Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer problem wasn't duplicated as the device could be switched on without any problems. However, visual inspection found a damaged (detached) downstream occlusion (dso) seal. Functional tests were performed and no issues were found. The dso seal was replaced.

Event description:
It was reported that the device doesn't turn on and periodic maintenance was also required. There was no patient involvement, no harm/adverse event reported. Analysis of the device identified a damaged downstream occlusion (dso) seal.